Event description:
It was reported that during a ptca/stent procedure, a stent was successfully placed within an in-stent restenosis lesion. The stent delivery system was removed without difficulty, but considerable resistance was felt when he attempted to remove the wire. Excessive backward force was applied (contrary to IFU) and the guidewire separated, leaving the distal segment of the guide wire in the coronary artery, attached to the stent. No attempts were made by the physician to retrieve the separated portion of the guide wire from the artery.